Event description:
It was reported that a patient underwent a procedure with a stockert 70 system, and the stockert 70 system did not shut off as intended. The impedance values spiked up to 4095 on the recording system. The stockert 70 system was not displaying any impedance values, only three horizontal dashes followed by a high impedance error. The redel, catheter cable, and catheter were replaced with no resolution. When the stockert 70 system was replaced (using the pre-existing equipment that was in use when the issue occurred), the issue resolved. The procedure was completed with no patient consequences. Upon request, additional information was provided on the event. The stockert 70 system did not stop ablating. As soon as they noticed the problem, they used the stop button and the stockert 70 system stopped ablating. Settings during the event include: power control mode/ impedance cut off value 250 / temperature cut-off 90 degrees celsius / power max50 watts. None of these values seemed to be maxed or hit in any way. The stockert 70 system malfunctioned by not stopping ablation given the errors it generated. Therefore, this event is assessed as reportable.

Manufacturer narrative:
Evaluation summary: (B)(4). It was reported that a patient underwent a procedure with a stockert 70 system, and the stockert 70 system did not shut off as intended. The impedance values spiked up to 4095 on the recording system. The stockert 70 system was not displaying any impedance values, only three horizontal dashes followed by a high impedance error. The redel, catheter cable, and catheter were replaced with no resolution. When the stockert 70 system was replaced (using the pre-existing equipment that was in use when the issue occurred), the issue resolved. The procedure was completed with no patient consequences. Upon request, additional information was provided on the event. The stockert 70 system did not stop ablating. As soon as they noticed the problem, they used the stop button and the stockert 70 system stopped ablating. Settings during the event include: power control mode/ impedance cut off value 250 / temperature cut-off 90 degrees celsius / power max50 watts. None of these values seemed to be maxed or hit in any way. The device was evaluated and mdv board was defected. Defected part was replaced. Issue was resolved. The device was also subjected to a preventative maintenance, safety and functional testing and all tests passed. The device history record (DHR) review verifies that the device was manufactured in accordance with documented specification and procedures.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. We have searched and found that this stockert was manufactured before september 24, 2014; therefore, UDI is not applicable for this product with serial # (B)(4). (B)(4).